Manufacturer narrative:
Updated fields: h2, h11. The surgeon of this procedure provided additional information. The surgeon said this event occurred during the second stapler fire of the procedure while transecting the gastric tip prior to completing the intrathoracic anastomosis. The staples came out, but did not apply to the tissue as expected and the reload blade was exposed, with tissue being dragged through the firing process and becoming clumped at one end to the middle. The surgeon said the part of the stomach that had to been converted to a tube for the esopahgectomy surgery was damaged due to this event. This same stapler instrument had worked fine when it was used to fire a reload on the azygous vein earlier in the procedure. No error messages were displayed. Additional gastric margin was required that increased the risk for having anastomosis under tension. This event added extra time to the procedure for the additional dissection, but the patient reportedly did fine without any post-operative complications. The patient was noted to be in stable condition. The surgeon suspects that this event was a stapler malfunction because there were no issues with the stapler fires prior to this event. The sureform 45 stapler instrument used during this event was received for failure analysis investigations. The reported issue with the instrument could not be replicated or confirmed. Visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully twice using two green 45 reloads. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. Review of the logs were unable to verify any failures. The instrument was fully functional. There was no problem detected. Additional patient demographic information was received: body mass index (bmi) of 23.9 kg/m2 with a height of 5'4".

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The sureform 45 stapler instrument and green sureform 45 reload used during this event were not received for failure analysis investigations. The stapler logs for this procedure show that three sureform 45 stapler instruments were used. The logs show that the first and second stapler installed both experienced one instance of the stapler reload not being recognized by the stapler instruments. For both of these events, the user manually selected the reload color via the surgeon side console (ssc) touchpad. The third stapler instrument installed did not have any errors in the logs.

Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy with chest anastomosis, a sureform 45 stapler instrument fired a green sureform 45 reload which resulted in the target stomach tissue being pushed and cut without staples being applied. The staples came out, but were not properly applied to the tissue. In addition, the stapler reload blade was exposed. The surgeon installed a new surform 45 stapler instrument and stapler reload and went around this part of the stomach; resulting in additional tissue stomach being taken. Approximately 1 cm of additional tissue was cut in order to take out staples. The procedure was completed as planned. There were no reported post-operative complications.